Event description:
The lay user/patient contacted lifescan in 2007 and alleged that the lancet holder was damaged on her one touch ultrasoft lancing device. This complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall exactly when the reported issue began, except that it was during the day. She stated that she took an increased dose of insulin (novolin 10 additional units) after the alleged lancing device issue began. After taking this action, she reported experiencing symptoms of being sweaty and shaky. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. This complaint is reported because the patient alleged she was not able to test her blood glucose due to the alleged lancing device issue, which was not resolved with troubleshooting. She claimed she increased her insulin dosage and later experienced symptoms of hypoglycemia. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the product is returned, lifescan will evaluate it and, if the product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.